Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons non-functional) was confirmed. Upon investigation, the front response button was not functional. As received, the front response button trace was damaged. The cause of the non-functional response buttons is the damaged trace. The root cause of the damaged trace cannot be positively identified. No adverse events occurred from the damaged monitor.

Event description:
A us distributor reported that a monitor's response button's were non-functional.